Manufacturer narrative:
Section a date of birth patient privacy laws prohibit the release of private patient information and the patient's date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac arrhythmia and bleeding) and heartmate 3 left ventricular assist system, serial number: (B)(6), cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), until they expired on (B)(6) 2022 (reported under MFR#: 2916596-2022-01638). The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) contains the following information: section 1 lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was noted to develop right ventricular (rv) dysfunction on (B)(6) 2022 and needed inotrope support after the multiple ICD shocks that required ICU level care. The rv dysfunction had resolved by (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient was readmitted to the ICU after ventricular tachycardia (vt) arrest diagnosed via radiography and fluoroscopy (rnf). On (B)(6) 2022, the patient was implanted with an implantable cardioverter-defibrillator (ICD). On (B)(6) 2022, the patient underwent drainage of a left pre-pectoral pocket hematoma. The patient had not had any recent episodes of vt. The patient had been cardioverted, resucitated, and intubated. The patient was being treated with inotropes and vasodilators. The patient had a pre-existing history of atrial fibrillation (afib) and vt prior to lvad implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac arrhythmia, right heart failure, and bleeding) and heartmate 3 left ventricular assist system, serial number: (B)(6), cannot be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6) until they expired on 05mar2022 (reported under MFR#: 2916596-2022-01638). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists cardiac arrhythmia, right heart failure, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.